Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was intact. The right plunger case was cracked. A review of the event history log evidenced several motor rate errors. The reported motor rate error was replicated during testing. An intermittent error was observed. The investigator was unable to determine the source of the error. All of the motor drive components were fairly new. To address the product problem, the investigator replaced the main board. The lead screw nut and washer gap were also replaced. The device passed all functional and delivery tests following this.

Event description:
It was reported that the pump presented with a motor rate error. There was no patient involvement.